Event description:
It was reported that prior to the implant of a transcatheter pulmonary valve, inside a patient with a previously implanted surgical aortic valve in the pulmonary position, pre-dilatation was performed. Following the implant of the valve in a specific position due to the existing surgical valve and patient¿s anatomy, the valve dislodged due to unstable positioning. Subsequently, the valve was repositioned in the inferior vena cava (ivc), and a covered stent was placed. It was noted that the patient experienced a minor increase in tricuspid regurgitation. Per the physician, the patient's close coronary arteries, implant depth, and previously placed surgical aortic valve contributed to the dislodgement. Additional information was received that the severity of the tricuspid regurgitation was moderate after the procedure. It was reported that the transcatheter valve was mostly across the annulus of the surgical valve however settled lower/more proximal. Additional information was received that clarified the valve was still on the delivery catheter system (dcs) when dislodging and the system was pulled back into the ivc. It was reported that the implanter was experienced.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: ensemble ii delivery catheter system (dcs), product ID: ens1022, lot: unknown, use by date: unknown, UDI: unknown. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter pulmonary valve, inside a patient with a previously implanted surgical aortic valve in the pulmonary position, pre-dilatation was performed. Following the implant of the valve in a specific position due to the existing surgical valve and patient¿s anatomy, the valve dislodged due to unstable positioning. Subsequently, the valve was repositioned in the inferior vena cava (ivc), and a covered stent was placed. It was noted that the patient experienced a minor increase in tricuspid regurgitation. Per the physician, the patient's close coronary arteries, implant depth, and previously placed surgical aortic valve contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID {ens1022}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the valve was attempted to be implanted in a challenging small implant zone within a portion of the surgical aortic valve, but the valve was not stable, so it was brought back to the ivc.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the tricuspid regurgitation was moderate after the procedure. It was reported that the transcatheter valve was mostly across the annulus of the surgical valve however settled lower/more proximal.